Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient's blood glucose on (B)(6) 2015 was 37 mg/dl with severe dizziness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. Troubleshooting could not be completed. This complaint is being reported because the reported serious injury was attributed to a reported inaccurate delivery issue of unknown cause.